Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a charge shock failure during operational testing. Following the failure, the device displayed a shock equipment malfunction inop message. The customer replaced the test load and cable but the issue remained. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.